Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead following an appropriate high voltage shock. Upon interrogation, the impedance measurement was normal, however, there was an over current detection (ocd) alert detected. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional infromation received indicated that physician suspected a lead fracture to be the cause of the event. This was not confirmed via diagnostic imaging.